Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as event onset, the patient was treated with intraperitoneal (ip) amikacin (500mg, discontinued four days later, frequency not reported) and ip vancomycin (1 gram, discontinued four days later, frequency not reported). Four days after event onset, the patient was hospitalized for the peritonitis event. Eleven days after event onset, pd therapy was discontinued. On an unreported date, in the same month as receipt of this report, the patient began hemodialysis therapy. Three weeks after event onset, the pd catheter was removed. At the time of this report, the patient remained hospitalized, was receiving unknown intravenous antibiotics and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.